Manufacturer narrative:
Tbil bias has been confirmed, with the analyzer measuring tbil levels too high. The recommended action is to repeat the thb calibration. Quality controls are stable, and there are no systemic errors affecting the oximetry measurements. Based on the provided data, it is unclear when the last thb calibration was performed. In cases of bias, the recommendation is to re-do the thb calibration. If recalibrating the thb proves insufficient, the next recommended action is to replace the hemolizer and perform the calibration again. The investigation has shown that the analyzer worked as intended. Therefore, this incident does not meet the criteria for a reportable MDR

Event description:
The incident occurred on (B)(6) 2025. A neonatal sample was analyzed using the nicu abl90 flex analyzer (serial number (B)(6)), and a confirmatory test was subsequently conducted in the laboratory. However, there was a significant discrepancy between the two ctbil results. Radiometer result: 423 umol/l (above the exchange transfusion threshold), laboratory result: 318 umol/l (below the exchange transfusion threshold). The radiometer result was reported as a discrepant result.

Manufacturer narrative:
A2: age and date of birth is estimated.